Event description:
The patient reported symptoms related to deep brain stimulation: stings in the lips, fingertips, tears and problems with no sense for pain. The symptoms were present when the neurostimulator battery was working. At the time of the complaint, it was determined that the battery was dead. It was believed that the electrode had moved and this was the cause for the symptoms. The patient mentioned an accident as the cause of the lead to have moved. No specific information related to the incident was provided. The patient decided not to have the battery replaced or the lead repositioned. The patient wanted the system removed, but had no healthcare provider to do so. The patient also reported sting sensation in her hand, feet and lips when using her cell phone; she was not able to hold it with her hand, she had to use a headset accessory. She believed the electrode can pick up electricity.

Manufacturer narrative:
(B)(4). Device implanted before known approval for deep brain stimulation therapy. Unk indication.